Event description:
It was reported the valve was explanted and replaced with a pericardial tissue valve. The reason for the explant is unknown. The patient is reported to be in stable condition. Additional information has been requested.